Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hyperglycemia up to 350 mg/dl and hypoglycemia down to 50 mg/dl for a couple of hours, in the context of missed or delayed meal announcements while using the ilet and treating lows with oral glucose. Symptoms included hypoglycemia requiring self-treatment with juice, without loss of consciousness or other acute complications. Outcomes included no hospitalization, no emergency care, and no ketone testing or back-up therapy beyond oral carbohydrates. Investigation included troubleshooting and education on timely meal announcements, use of more/less features, snack entry, hypoglycemia treatment with 10 grams of fast-acting carbohydrate, supply-change best practices, and keeping the app open. Investigation of this case revealed that unannounced or delayed meal entries contributed to postprandial hyperglycemia followed by corrective hypoglycemia, with no alerts or alarms implicated and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors associated with missed meal announcements were the root cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.